Event description:
It was reported that the dose was gradually increased after implantation. However, an effect as obtained during the screening could not be achieved; therapeutic effect weaker than expected. Therefore, a catheter contrast study was performed. It was confirmed that a catheter migration (catheter floating) occurred as the tip migrated into the epidural space. It was also reported that there was also the possibility that the tip was initially placed in the epidural space. It was decided to perform an urgent catheter replacement on 2014 (B)(6) in which the catheter on the spinal cord side was replaced. The outcome of the event was reported initially as not recovered and unrelated to the investigational drug, pump, programmer and procedure but related to the catheter. This device system delivered gabalon. The daily dose was reported as 50 micrograms and was reported as continuing. Further details were provided which included the following. On 2014 (B)(6), the dose was reported as 310 micrograms per day. There was report of cerebrospinal fluid outflow; the leak of cerebrospinal fluid was confirmed retroactively and therefore, a catheter contrast study was performed to confirm the catheter tip position under fluoroscopy and contrast studies. Of note, the lumbar catheter was found to be in the dura. It was now stated the spinal cord catheter was placed in an improper area during the surgery. The tip of the catheter had been presumably inserted at the subdural space by accident during the implant procedure. Subsequent to the surgery, a considerable effect was confirmed immediately after initiation of drug administration. The outcome of the adverse event was reported as recovered on 2014 (B)(6) with ongoing administration of gabalon at a daily dose of 100 micrograms. The physician comments included that the catheter tip might have been placed in the subdural space in the initial surgery. The tip was undoubtedly inserted into the subarachnoid space at the puncture site for insertion; however, the tip might dislocate when the catheter was moved upwards. As the catheter tip moved upwards in a wavering manner, the tip might have pierced the membrane if the catheter along a guidewire was handled carelessly. In addition, although it was assumed that the tip of the catheter was successfully positioned at the subarachnoid space at the puncture at implant, it might be herniated as the catheter was advanced. It was also reported that the patient was an inpatient. The severity of the event was reported as serious and the causality was now reported as the catheter and the procedure. No complications were noted related to the patient¿s past history. The patient was receiving physical therapy and work therapy from september 19, 2014. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(6), implanted: 2014 (B)(6); spinal cord side explanted: 2014 (B)(6); product type catheter. (B)(4).